Event description:
The user facility reported that when finishing a leg angiogram, upon removal of the sheath, the device began to unravel, and the hub broke away from the body of the sheath. They were able to retrieve the remaining portion of the sheath and there was no blood loss. The patient left the lab in stable condition with no immediate complications. The patient did have multiple previous surgeries at the access site. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 28jun2024: they were able to remove the sheath that broke away. The physician reported the previous surgeries at the access site, likely contributed to the issue after tortuous scar tissue was encountered at the access site upon removal of the sheath. No additional devices or equipment were used with the reported product.

Manufacturer narrative:
E3: occupation: rt. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for assessment. The complaint cannot be confirmed for sheath separation because the sample was not returned for assessment. The exact root cause cannot be determined. The likely root cause of the sheath separation is that the sheath experienced high tensional forces when being pulled out from the artery due to the patient's tortuous scar tissue, causing the sheath to tear. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).